Event description:
The consumer alleges her chair stopped in the middle of an intersection. No injury is alleged.

Event description:
The consumer alleges her chair stopped in the middle of an intersection. No injury is alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2012-00026. The device was about 4 months old at the time of the complaint. Consumer alleges her chair stopped in the middle of an intersection. Dealer has replaced a controller and two joysticks under warranty, it has not resolved the issue. Chair was returned on ra (B)(4). Visual testing: the chair's right drive wheel, caster forks, left front head tube, right caster wheel, right motor, joystick casing and mounting tube and the footboard all had evidence of scratches. The right rear caster wheel and the right back cane foam handgrip were torn. During functional inspection: no discrepancies were observed. Replacement chair was sent out on order #(B)(4) per legal. Could not duplicate complaint. (B)(4) - retrospective review of this file based on (B)(4) determined this is an MDR. (B)(4) has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 4 months old. The user manual part number 1143190 rev j (nov-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a female whose age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. RMA (B)(4) has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 4 months old. The user manual part number 1143190 rev j (nov-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a female whose age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.